Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the patient has 2 coils in place with one a perforation\foreign body in uterus\ one coil migrated into uterus') and device dislocation ('migration of essure device- location of device: peritoneal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gravida ii, parity 1, elective abortion, gardnerella vaginalis vaginitis, chickenpox, arthritis, joint disorder, back disorder, thyroid disorder and perineal pain. Previously administered products included for an unreported indication: flagyl and macrobid. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraines/headache"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain lower pelvic region"), abdominal pain ("abdomen pain") and back pain ("lower back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploration of peritoneal cavity and hysterectomy (full), salpingectomy (bilateral) on (B)(6) 2019). At the time of the report, the uterine perforation and device dislocation outcome was unknown and the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, vaginal discharge, alopecia, migraine and weight increased was resolving. The reporter considered abdominal pain, alopecia, back pain, device dislocation, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted-date(s) of insertion: (B)(6) 2009, (B)(6) 2008, (B)(6) 2009 right side failed re-implant (per pfs). Insertion details: on (B)(6) 2008: essure device inserted in both tubal ostia, hysteroscopy, injections of medications prior to procedure. Complications: difficulty keeping the uterus inflated with dilating medium, fluid leakage copious due to parous cervix. On (B)(6) 2009: preoperative diagnosis: undesired fertility, multiparity, failed deployment of essure in previous procedure. Removal details: (B)(6) 2009. History: hysterosalpingogram showed migration of essure spring into the peritoneal cavity. Findings: no visible essure tubal occlusion spring. Detail: blunt probe manipulator used to manipulate bowel in search of essure spring, not immediately seen. Blunt probe inserted, further investigation of cul-de-sac and pelvis, no spring visible, decision made to terminate searching. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: done between first and second implant: result:- migration of essure device. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: uti, pelvic pain, dyspareunia & one was described in patients medical record : perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs received: reporters were added. Patient's demographic was added. Case become incident previously added injury nos was replaced by vaginal bleeding & new events-menorrhagia, hair loss, migraines/headaches, abdomen pain, lower back pain, lower pelvic region pain, vaginal discharge, weight gain, migration of essure device- location of device: were added. Perforation was captured from mr. Historical drugs & conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.